Manufacturer narrative:
Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. Occupation- patient neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a patient call that post-op, patient suffered with rash all over his entire body. It was also reported that the sunlight makes it worse. No other info was available.